Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-07. Investigation summary: bd received one thousand (1000) samples and a photo for investigation. The photo was reviewed and the indicated failure mode for 'foreign matter (fm)' with the incident lot was not observed. Additionally, the customer samples along with two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to 'fm' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to determine that the 'fm' is an aesthetic defect of the anticoagulant spray coating and has no impact on the efficacy of the tube. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "in addition there is an anomaly on the tubes reference 367955, can we use them or not?".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "in addition there is an anomaly on the tubes reference 367955, can we use them or not?"